Manufacturer narrative:
The actual device has been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the 6fr. Pinnacle sheath device used bends and kinks. Follow up communication with the user facility confirmed the following information: a diagnostic procedure was being conducted; the doctor introduced a 6fr. Pinnacle sheath into the femoral artery; the doctor reported that the introducer bends and kinks causing the contrast material to overflow; and the introducer did not return to the original shape.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00141 to provide the sample evaluation results as well as correct the year initially documented. The actual device was returned to the manufacturing facility for evaluation. The sheath was visually examined and a large kink at 39mm from the proximal hub was observed. No other visual defects were observed. An evaluation of the retention sample from the reported lot as well as the surrounding lots manufactured revealed no visual defects. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaints handling database confirmed there have been no previous reports for the reported product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Based on the available information the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00141 to provide the sample evaluation results as well as correct the year initially documented. On the initial report the year was inadvertently documented as 2015, the correct year is 2016.

Manufacturer narrative:
All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Follow up communication with the user facility reported that the doctor substituted the terumo introducer for cordis and continued the procedure without any complications.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional information on the patient's condition. Follow up communication with the user facility reported that the patient is stable with no further complications.